Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review could not be conducted for the reported lot/serial number as the DHR was not available at the time of this report. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that the patient has a biozorb placed on an unknown date. The patient presented with an open wound on her breast after completing radiation treatment and was being treated with wound care, wound vac, and IV antibiotics. Cultures taken from wound exudate grew mssa. On (B)(6) 2016, the biozorb was removed during wound care. On (B)(6) 2016, it was reported that the wound vac was being replaced by wound care with no infection.